Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin flow blocked alarm due to occlusion issue event on (B)(6) 2026. The site of insertion was thigh. The blockage was located at the site. No further information available.